Event description:
It was reported that during a lead revision, the pulse generator exhibited high capture thresholds and high lead impedance. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.